Event description:
Additional information received reported that diagnostic methods included device interrogation on (B)(6) 2013. It was noted that there were no symptoms and the device battery was draining. It was reported that the severity was mild and the event resolved without sequelae on (B)(6) 2013.

Event description:
Additional information received reported that the patient was not getting therapeutic relief and their tremor returned.

Event description:
Additional information received reported that there was an infection. No additional details were reported.

Manufacturer narrative:
Product ID 3387s-40, lot# v014191, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had two systems and the left side system displayed high impedances, as well as a possible short circuit and decreased therapeutic effect. During the replacement of the right side lead, the patient started to "shake terribly" when the surgeon exposed the leads and extensions and "the left implantable neurostimulator (ins) was supposed to be on." The left ins was interrogate with the clinician programmer and a message appeared that indicated that "amplitude being delivered may be lower than what's programmed." The program was at 5.1v, 60us, 160hz, with 0+,1-,2-,3+. It was stated that the patient has had "much reprogramming done to optimize therapy." It was stated that the lead was not placed well on the left side, which was the reason for the settings. During the replacement surgery for the right lead, the left ins impedances were checked and circuits c-0 and c-1 were showing high 2000's ohms, and circuit 0-1 was showing 63 ohms. Impedances were not check after surgery. It was stated that after surgery the original settings were turned back on the left ins and the patient's tremor "calmed down." He was also under sedation and it was unknown if the sedation or stimulation caused the tremor to calm down. It was reported that the patient "shook all night long" and the left ins was found to be off when checked. It was noted that the leads ran down the same side and it was possible that the left lead was "kinked" during the replacement of the right lead. The presence of a short may have been impacting therapy if circuit 0-1 was need for any therapeutic benefit. Later that week it was reported that the physician was going to attempt to reprogram the patient without using the short circuited electrode. About a week later it was reported that the patient had the left lead and ins replaced because of the short circuit. The patient was unable to get adequate therapy when reprogramming was attempted. The left ins was replaced because it had a low voltage (2.62), which was most likely due to the short circuit and high programmed parameters. It was reported that after all components were connected an impedance check was performed on both batteries (or ins') and all impedances were "within normal ranges with no problems found." No further information was provided. Refer to manufacturer report #3004209178-2012-12352. The patient has two systems and both required replacements.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a short circuit in the wiring. It was noted that the patient experienced periodic shocking sensation extending from his left parietal location down to his jaw. It was noted that this was only when the patient had the right lead brain on. It was noted even more so when the patient used contacts two and three.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the periodic shocking sensation extending from the patient¿s left parietal location down to their jaw and short circuit related to the shocking were part of a separate event. This information has been noted in manufacturer report # 3004209178-2015-05564.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748295, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37642, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # v011588, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v014191, implanted: (B)(6) 2007, product type lead. (B)(4).